Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced a spinal cord injury and was in a wheelchair. No further complications were reported or anticipated. Indication for use is unknown.